Event description:
It was reported that during a plantar fascilitis procedure using a topaz ifs wand, the wand stopped working in the middle of the procedure. The procedure was completed by opting to do a surgical release of the plantar. There was no significant delays or patient complications reported as a result of this event.